Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer stated that from the box of 29g syringes, one needle had been missing and some of the needles were bent and unusable; customer was concerned with the product being unable to administer their insulin. Customer has been using syringes out of this package since (B)(6) 2022. The package had not been open or damaged when received by the customer. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 07-mar-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial concern has been resolved and that the pharmacy has placed an order for replacement syringes as they were out of stock.

Manufacturer narrative:
Sections with additional information as of 01-june-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: returned product was forwarded to supplier quality to contact the manufacturer for further investigations. Manufacturer's investigation has been completed and root cause selected. Defect found on returned syringes; bent needles observed. No abnormalities observed with retain samples. However, the manufacturer issued a CAPA and scar 22-007 has been assigned, per thi supplier qa root cause: rc-076: mishandled by the end user.